Manufacturer narrative:
The returned sensor was evaluated. The sensor failed visual inspection due to broken sensor tabs at the rd15 connector, the tabs had broken off completely likely due to mechanical stress during removal of sensor from cable. Additional testing could not be completed due to the broken tabs. (B)(6).

Event description:
The customer reported sensors and cables not working despite clinical troubleshooting. The customer does not see any physical damage to the cable or sensors in most cases; however, they have indicated that the rd tab will break easily when trying to remove the clasp. These sensors and cables are not providing a spo2 values or waveforms, or are very intermittent and positional. No patient impact or consequences were reported.